Event description:
According to the available information, after checking the permeability of the balloon, a rupture of the balloon was observed.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: month and day are unknown. Estimated date.